Event description:
The physician was attempting to advance a resolute integrity drug-eluting stent to a tortuous lesion; the device did not cross the lesion and was deformed due to interference from the guide catheter while been withdrawn from the patient. No clinical sequelae were reported. Evaluation summary: the 1st and 2nd proximal stent segments were bunched and overlapping on the 3rd segment with a number of raised struts. The 1st distal segment was partially expanded.

Manufacturer narrative:
Evaluation results and conclusion: (caused by another device) - deformation was most likely due to the guide catheter. (Inherent risk of procedure) - deformation. (Failure to follow instructions) - failure to follow the recommended device removal technique outlined in the IFU most likely contributed to the deformation of the stent segments. (Deformation). (B)(4).